Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a patient verification form that had a hand-written note filled out by a family member. The note stated the patient died; and that the patient's heart stopped and the device did not "kick-in". No allegations have been reported by medical personnel to date. The device has not been returned. The field representative was contacted for additional information. The field representative spoke with the clinic and they provided that they were unaware of the patient's passing or any information related to the death. The only knew that the patient died at a hospital. An online obituary search stated the patient died at a hospital following an onset of recent illnesses. No other information was provided.